Event description:
On (B)(6) 2025. Patient reported that he went to the emergency department (ed) at 0130 am because of the leak from his peritoneal dialysis (pd) catheter. When the patient arrived at the dialysis unit, registered nurse (rn) and the writer checked the leak from the peritoneal dialysis (pd) catheter and found a hole in the middle of the peritoneal dialysis (pd) catheter. Attending nephrologist and renal fellow dr. Were notified with order to cut above the hole of the peritoneal dialysis (pd) catheter and place a new titanium and transfer set and dwell vancomycin 1gm intraperitoneal (ip) as prophylaxis.